Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead was oversensing causing pacing inhibition. The oversensing was unable to be recreated during the visit. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was confirmed. Final analysis found that as received, a complete lead was returned in three pieces. Visual examination found found an internal insulation abrasion breaching the ring electrode cable. The cause of the reported event was due to exposure of the ring electrode cable at the abrasion zone beneath the right ventricular shock coil.